Manufacturer narrative:
Corrected information added should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The customer reported the cause of the peritonitis was due to the patient playing with their service dog and ¿rolling around¿ which caused a disconnection between the minicap and transfer set (date unspecified). The patient lost the minicap and therefore, did not reuse. As a result of the event the ¿tube¿ touched the patient¿s skin (no further detail was provided). Subsequently, the patient experienced peritonitis. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with vancomycin, 2 grams, twice daily. Fifteen days after onset, the treatment with vancomycin was completed and the patient was recovered from the event. It was not reported whether pd therapy was ongoing. No additional information is available.